Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited lead noise. No other anomalies were noted. On (B)(6) 2018 the pace/sense portion of the lead was capped and replaced. The patient was stable following the procedure and would continue to be followed normally.